Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse flushed stopper material debris from the nucleated red blood count (nrbc) mix chamber which had caused it to overflow. The fse also found the volume, conductivity, and scatter (vcs) waste chamber not draining properly and clenz buildup on the manifold ((B)(4)) below and around the solenoid ((B)(4)). The solenoid was replaced and the vacuum chamber ((B)(4)) was verified. Instrument performance and qc were verified. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of approximately 20 ml of clear fluid dripping under the unicel dxh 800 coulter cellular analysis system while running daily qc. The customer was wearing lab coat and gloves and there was no exposure to broken skin or mucous membranes no one sought medical attention. Patient results were not affected and no erroneous results were generated or reported outside the laboratory.